Event description:
I was put on a respironics dream station auto bipap, at a sleep lab resp specialists in (B)(6) for a sleep study, I had burning chest pain that morning, very congested, eyes burned, called them back and the sleep technician who was there that night stated just go to ER, but another employee said that happens to people who have never been on a pap machine and told not to worry, I was then prescribed a dream station auto bipap and put on it from (B)(6) 2020. I had eye irritation, that I went to eye dr several times, congestion, sob, chest burning, coughing, and on (B)(6) 2020 was put on a resmed air curve asv 10 and all chest burning eye irritation and congestion stopped, but the sob continued, a high resolution chest CT was done (B)(6) 2021 by the pulmonologist and I have some type something in my right lower lobe of my lung, I am a non smoker, yesterday I found out about the recall of the dream station, I did cough terribly for days after the (B)(6) study, and I seem to remember some sort of little black specs. The sob is resolving, I have had no eye irritation, chest burning, congestion, since switching to the asv resmed asv. (B)(6). Some type of injury to r lower lobe of lung. FDA safety report ID# (B)(4).